Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within spec.

Manufacturer narrative:
The post market surveillance department has requested the patient's medical records, but they have not yet been received. A supplemental medwatch report will be submitted upon completion of the devices MFR's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient caregiver called technical support regarding slow drains. During the call, it was stated that the patient was using a medicated solution bag. Upon follow up w/the patient's pd nurse, he confirmed the patient was diagnosed w/touch contamination peritonitis and treated w/ antibiotics. The patient's medical records were requested. The patient continues w/the ccpd program in stable condition.